Event description:
The pharmacy compounds chemotherapy for patients. Use equashield as the closed system transfer devices during compounding and administration. When compounding on (B)(6) 2022, the equashield spikes were dangerously loose in the IV bags containing chemotherapy. Oncology department was notified to ensure they too were aware of the risk of the spike coming completely out of the compounded chemotherapy bag. Equashield was notified and lots and products relayed to the company. Company claims there isn't a problem with the products (equashield). Sent new lots. Extreme looseness and potential for spike to come out of these bags continues despite different lots and different bag sizes (50 ml vs 100 ml vs 250 ml). Issue involves equashield secondary tubing t (item ID sa-1st). No other tubing spikes have had this problem in the bags (from hospira and otherwise). Only these tubing sets. Risk of serious chemotherapy/hazardous drug spill and patient/rn/pharmacist exposure. FDA safety report ID# (B)(4).